Event description:
Using endopyelotomy catheter. Had done one cut and catheter appeared to work well. While doing second cut, balloon filled with 'reno' disappeared on image. Pulled endopyelotomy catheter out and tried to inflate balloon. It had ruptured at the end. Unable to do; 10 minute tampanode after 2nd cut.